Manufacturer narrative:
The pump was received with blank display due to broken b1 solder joint on interface board. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had issues with blank display. It was reported that troubleshoot was conducted and the battery was reinserted after 10 minutes, but the display did not return. It was reported that the device would be replaced and returned for analysis. No further information provided.